Event description:
Dist reported an incident of high intraocular pressure post-op in a pt who underwent cataract surgery in which the device was used in addition to several other devices. At one week follow-up, pts intraocular pressure returned to normal. A review of the device records indicates nothing unususal in the mfg, sterilization, or inspection of the reported lot. I person affected.